Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's pacemaker was in backup vvi mode. It was suspected that the backup was caused by normal battery depletion, but it is not confirmed. No device intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: 2199 - no health consequences or impact should be 4625 - additional surgery.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient was stable.